Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.